Event description:
It was reported that during a scheduled retrieval of a vena cava filter, the marker band of the vena cava filter removal sheath allegedly detached and became lodged in the introducer sheath. Reportedly, the retrieval system was introduced through an 11f sheath. During the procedure, the physician attempted to remove the 10f sheath and the marker band lodged inside of the 11f introducer sheath. A wire was allegedly passed through the sheath into the ivc to maintain access and the 10f sheath was removed. The marker band from the 10f sheath was later removed from the lumen of the 11f sheath. Reportedly, the physician had spent several hours attempting to remove the filter without success. The filter remains in the pt. It is not known if the vessel was pre-dilated. The filter had been placed eight months ago in preparation for bariatric surgery. Reportedly, the filter did not appear to be tilted or endothelized. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Based on the info received, the investigation is confirmed for marker band detachment. Root cause is user related, as the physician did not pre-dilate the vessel with a 12f sheath. The current IFU (instructions for use) states: do not use excessive force when manipulating the cone. Excessive force may damage the catheter or other parts of the recovery cone. Insertion of the introducer catheter: pre-dilate the accessed vessel with a 12f dilator.